Manufacturer narrative:
Other, other text: additional information h.6: added method, result, and conclusion codes: additional information h.10 : device evaluation: one tracheostomy tube was received for evaluation in relation to the reported event. Visual inspection was able to confirm the reported event. Visual inspection noticed that inflation line was detached from pilot balloon. Root cause was unable to be determined due to the nature of the reported event. A DHR was unable to be completed as no lot information was provided.

Event description:
It was reported that during the use of the product, the pilot balloon got detached, which did not allow air pressure of the cuff to be maintained, making the customer change the product to another one. No patient injury.